Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/01/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found on the button contacts. Unrelated to the complaint, evaluation revealed that there was a crack along the battery compartment extending from the finger pad to the case seal.